Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).

Event description:
An optometrist reported a inflammation four days post photo refractive keratectomy. The patient reported mild irritation. The patient was prescribed an oral steroid and the topical steroid drops were increased. Upon additional follow up it was reported the symptoms resolved two weeks after onset. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.